Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that contamination (bodily fluid) was found within the pump. The pump passed the leakage test. To avoid damaging the test equipment, the pump was not functionally tested. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that both cylinders had wear at fold in the proximal end and middle of the cylinder. Both cylinders passed the leakage test. The reservoir was microscopically inspected, and leak tested. Microscope examination revealed that the reservoir had wear at fold in reservoir shell. The reservoir passed the leakage test. Based on the information available and analysis results, due to the inability to test the contaminated pump, the allegations of mechanical issue and collapsed/dimpled/flat are unable to be confirmed. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which it was noted when the pump was pressed it was dimpled. The cause of the pump dimple was not detailed by the hospital. All the components were removed and replaced with no patient complications.

Manufacturer narrative:
Concomitant product UDI for cylinders is (B)(4). Concomitant product UDI for reservoir is (B)(6).

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which it was noted when the pump was pressed it was dimpled. The cause of the pump dimple was not detailed by the hospital. All the components were removed and replaced with no patient complications.